Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed, upon completion of an evaluation, or if any additional info becomes available.

Event description:
The facility reported a pump with an inoperable "stop" button on channel "c." It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.